Event description:
A male with atrial fibrillation was transferred from outside facility with nihss score of 16 +/-. The pt was on coumadin but stopped due to upcoming hernia surgery. Groin puncture was approx 4 hours from symptom onset. On the 1st pass, the merci retriever v 2.5 soft device was deployed into the mca distal m1 and no clot was retrieved. Decision was made to go to merci retriever v 2.5 firm. During deployment of device in mca distal m1, pt's head had to be turned to clear his airway. During this time, the pt was coughing and he was out of the fluoroscopy field of view while device remained deployed before the second pass. Device was not pulled during this unstable time. The 2nd pass did not result in opening of m1 but achieved partial recanalization of the ica. Device was deployed in distal m1 for 3rd pass, which did not clear m1 but lead to total recanalization of the ica. The physician decided to use ia tpa for the mca m1 occlusion rather than make any add'l passes in the m1. The physician used 2.5 mg of tpa which opened the m1. After flow was restored in the m1, a vessel dissection was noticed in the distal m1/proximal m2 area. The physician chose to occlude the m1 with coils. The physician felt that the retriever contributed or caused the vessel dissection. As of late 2008, the pt was unresposive.

Manufacturer narrative:
There was no evidence to indicate any device malfunctions. Because the device was not returned to concentric medical, a complete investigation could not be performed. The current device instructions for use (IFU) lists vessel dissections as known complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage.